Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump self-reset to the factory settings during an infusion. There was a delay in therapy while awaiting a replacement pump; however, no immediate adverse effects on the patient were identified. The patient was in the middle of tpn therapy when the infusion device stopped functioning at approximately 10:30 pm. The patient contacted the after-hours support line, and an on-call replacement pump was promptly dispatched to ensure continuation of therapy. Upon inspection of the device the following morning, it appeared that the pump had self-reset to the manufacturer's default settings. All programmed therapy parameters had been erased, and the security codes had reverted to the original factory settings rather than the facility-specific codes used by the organization. A replacement pump was provided, and the patient's therapy was resumed. This event involved a patient; however, no patient harm was reported.